Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube. Unable to verify operating currents, unexpected battery alarms or perform displacement test and self test due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump had a low battery power. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.